Event description:
A pt was on the marquette cardiac monitor being monitored at the central station. The pt went into vtach-brady asystole and the staff reported the alarm system failed to alarm. A biomedical consulting firm responded and did a full investigation and there was no equipment failure.